Manufacturer narrative:
The full lead was returned in segments, analyzed, and analysis was performed and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated. The interior svc (superior vena cava) defibrillation cable was extrinsically fractured due to pulling/stretching. The interior rv (right ventricular) defibrillation cable was extrinsically fractured due to pulling/stretching. The setscrew marks on the connector pin were too proximal. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The visual summary analysis of the lead indicated apparent explant damage. There are three sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and two sets are in the correct position. It cannot be determine when, but at some time, the lead was not fully inserted into the device the helix was returned retracted with tissue visible in it. No further helix testing was possible.

Event description:
Furthermore, the lead was explanted and replaced.

Event description:
It was reported that during use, the implantable cardioverter defibrillator (ICD) encountered high voltage problem with high impedance on shock coils. Physician believed the ICD there could be a header issue, and explanted and replaced the ICD. The ICD was connected to the right ventricular (rv) lead, and still high impedance existed. A procedure was scheduled for rv lead extraction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076 lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Analyst commented, beginning (B)(6) 2015, 594 ventricular sic; no episodes available to verify lead noise oversensing and inappropriate shocks. Analysis of the device memory indicated the impedance on the right ventricular (rv) defibrillation coil was beyond the expected upper range. On (B)(6) 2015, rv coil impedance spiked to 254 ohms following a rising trend just weeks before. On (B)(6) 2015, rv pacing impedance spiked to 4047 ohms. Analysis of the device memory indicated the impedance on the superior vena cava (svc) defibrillation coil was beyond the expected upper range. On (B)(6) 2015, svc coil impedance spiked to 254 ohms following a rising trend just weeks before. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range.